Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of leakage from the shower bag was unable to be confirmed. The root cause of the reported event could not be conclusively determined through this investigation. The heartmate gogear shower bag (lot number unknown) returned in unremarkable physical condition. The bag was mounted in the sink and water was poured onto it for an extended period of time to assess leakage to the internal compartments. The bag was then opened and inspected for signs of ingress, but none was found. Multiple attempts were made to obtain additional information regarding this event, but the hospital declined to provide additional information. The patient remains ongoing with heartmate system support with no further issues reported at this time. The relevant sections of the device history records for the go gear shower bag were unable to be reviewed as the lot number was not provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. C are currently available. Section 6 of the IFU, and section 4 of the patient handbook, provide instructions and images for how to properly put on, use, and take off the shower bag. This section provides instructions to ensure all components within the bag are protected from exposure to water. This section also instructs the user to not submerge the shower bag in water. Section 8 of the IFU, and section 6 of the patient handbook, instruct the user to periodically inspect the wear and carry accessories for damage. These sections further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was suspected water leakage at the bottom. There was no health hazard that occurred to the patient.

Manufacturer narrative:
Section d4: device serial number/ lot number were not provided. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.